Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspected component and performed a failure investigation. The reported issue was duplicated and was isolated to a faulty pcba supply pressure assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator was alarming "vent inop" and "circuit occlusion". The customer stated there was no patient involvement.